Manufacturer narrative:
During a case for stenosis correction on t10-ll1, eight polyaxial pedicle screws with two rods and a cross connector were implanted. Bone condition was poor and cement was used prior to screw placement for secure anchoring. During 48 hour post-surgery CT scan image review, surgeon noticed that one polyaxial housing at l1 had been dislodged. There was a revision surgery that took place to explant the hardware. The screw in question was explanted without resistance or any traces of the bone cement. The device was returned and inspected upon receiving. All dimensions were in tolerance. All remaining parts from the same lot were pulled and re-inspected. All parts were in tolerance. All subcomponent parts were pulled and re-inspected. All original documentation was reviewed and no discrepancies were found. In-house testing was performed on parts of the same lot, different lots, and different systems of similar design. Various mechanical tests were conducted in an attempt to replicate the failure mode. The highest likelihood of the failure mode is observed when the housing is cantilevered beyond the permissible 25 degree angulation range from the zero axis, thus implying surgical technique was involved when "extension lever arm" effect is created during instrumentation. There is no design defect, nor is there a manufacturing defect based on all the testing data and document review. There was no harm serious injury of the patient reported after the revision surgery.

Event description:
The doctor informed the rep that a tulip head had popped off. This was discovered during the post-op x-rays 48 hours after surgery. The initial x-rays during the case, both the doctor and the rep observed that everything was in alignment and was still connected.